Event description:
It was reported that prior to use with bd phaseal¿ protector p50j foreign matter "hair" was discovered inside the chamber. The following information was provided by the initial reporter, translated from japanese to english: the customer reported that hair was found inside the expansion chamber of p50j.

Manufacturer narrative:
Investigation summary: one sample and several pictures were provided to our quality team for investigation. Through visual inspection, a hair was observed in the expansion bladder. A device history review was performed for the reported lot 2205117, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. All individuals are required to follow proper gowning procedures before entering the room, including hair protection. While we could not identify a direct issue, the root cause of this incident is due to personnel not following the proper gowning procedure. A project has been initiated to reduce foreign matter within our products. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.